Event description:
Device issue: proximal shaft separation. Time of device issue: unk. Adverse event: none. It was reported that there was an unk product issue. Reportedly, there were no pt effects. During return device analysis, a proximal shaft separation was observed.

Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was returned with blood on the shaft, on the balloon, on the stent implant, on the tip and inside the guide wire lumen. There was contrast on the shaft. This suggests the sds was prepared for use and inserted into the pt. The stent implant was stationary on the balloon between the markers of the tightly folded balloon and no damage noted to the stent implant. There were no kinks noted to the tip or to the inner member. The tip length and stent outer diameters were measured and met mfg criteria. In this case, it is unk what the nature of the reported complaint truly is. Add'l info regarding the reported event has been requested; however, no info has been received. Analysis also noted the hypotube was separated distal to the strain relief tubing and the fracture faces were oval. The material was stretched and jagged at the separation. There was a kink in the hypotube proximal and distal to the separation. There was no other damage noted to the sds. It is possible that the hypotube may have kinked during the procedure, but most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for eval which subsequently contributed to the hypotube separation. In this case, there is no info available regarding the specific details of this event and a conclusive determination at which point in the procedure the hypotube separation occurred cannot be determined. However, as the reported issue is unk and no nonconforming material records (ncmrs) and no other incidents have been reported for this lot, there is no indication of a product quality deficiency. All sds are 100% visually inspected prior to release. Additionally, a qc audit inspection is used to verify the product quality.